Event description:
The tubing became disconnected from the drip chamber.

Manufacturer narrative:
It was reported that the tubing became disconnected from the drip chamber. There were no reports of death, serious injury, medical intervention, or follow up care.